Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient had set up a dexcom g6 sensor in the mobile application rather than on the pump. The pump displayed a warm-up status, while the sensor alarm reflected data from a previously used sensor. Guidance was provided to wait, as intervening could have stopped the new sensor session, and a follow-up was planned. The patient later reported that glucose readings were appearing on the pump and that they were ready to enter the correct sensor code into the ilet. It was confirmed that two different sensor codes were present, one in the mobile application and a different one in the ilet. The patient stated that the code in the mobile application was correct and reported that cgm information on the ilet, including the sensor expiration date, appeared accurate. Both the phone and the ilet were displaying matching glucose readings. It was confirmed that the patient was not using two sensors simultaneously, and it was explained that changing the sensor code on the ilet would require stopping the sensor, which could not be restarted. The patient was advised to wait and allow the sensor to expire naturally to avoid wasting a sensor session. During this time, the patient¿s blood glucose was reported to be elevated, with a highest value of 296 mg/dl, and remained out of range while the sensor was unavailable. The patient indicated the glucose level could be corrected with a manual injection. No alerts were reported from the ilet, no symptoms were experienced, and no outside assistance or medical intervention was required. Follow-up indicated that the sensor continued to have intermittent issues but was able to connect, and blood glucose levels subsequently stabilized based on the available report. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.